Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, two final customer lot numbers were identified. Five 23 ga valve entry component lots were used to make up one of the final lot. Eight 23 ga valve entry component lots were used to make up the other final lot a device history record review for each of the 23 ga valve entry lots was conducted. According to the reviews no anomalies were found. The product were released in accordance with all product acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lots included affected manufacturing lots.

Manufacturer narrative:
Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that there was some leakage with the trocars during surgery. Additional information has been requested but not received to date.